Manufacturer narrative:
Records indicate this device remains implanted. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had reached explant battery status. Approximately five months earlier the remaining longevity was 3.5 years. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.